Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reports patient allegations of personal injury. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2005. Lawsuit further reports patient allegations of pain, swelling, elevated metal ion levels, cardiomyopathy, lack of mobility, dysfunction, loss of range of motion, damage to surrounding bone & tissue and metal poisoning. Lawsuit further alleges patient underwent a left hip revision on (B)(6) 2014 and the presence of a pseudotumor, taper corrosion, metallosis, metal debris, cavitary defects, osteolysis, local tissue reaction, and inflammation was noted during the revision procedure. No revision procedure is alleged for the right hip.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-02157 /-07620 /-07621 /-07622).

Manufacturer narrative:
This follow-up report is being filed to correct the initial procedure date and to relay additional information which was unknown at the time of the initial medwatch. There are warnings in the package insert that state this type of event can occur: under warnings it states, ¿malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure.¿ under possible adverse effects, number 1 states, ¿articulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant.¿ number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reports patient allegations of personal injury. There has been no reported revision procedure this report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2004. Lawsuit further reports patient allegations of pain, swelling, elevated metal ion levels, cardiomyopathy, lack of mobility, dysfunction, loss of range of motion, damage to surrounding bone and tissue and metal poisoning. Lawsuit further alleges patient underwent a left hip revision on (B)(6) 2014 and the presence of a pseudotumor, taper corrosion, metallosis, metal debris, cavitary defects, osteolysis, local tissue reaction, and inflammation were allegedly noted during the revision procedure. Additional information received in patient's medical records includes an operative report for the left hip revision on (B)(6) 2014. The medical records indicate the left hip revision was due to metallosis, pseudotumor, discomfort, swelling, elevated metal ion levels and cobalt toxicity. The operative report notes wear of the acetabular component, corrosion between the head and taper, metallosis throughout the joint and synovium, and osteolysis. Patient's medical records also indicate a right hip revision occurred on (B)(6) 2014 due to metallosis, wear, pseudotumor, pain, discomfort, swelling, elevated metal ion levels and cobalt toxicity. The operative report confirms the presence of a pseudotumor and notes metal debris, staining throughout the joint, an anteverted acetabular cup, osteolysis, and metallosis. In both the left and right revision procedures, the modular head and acetabular cup were removed and replaced with a biomet head and competitor acetabular components.